Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6)2026. On the same day, it was reported that the patient reported seeking medical assistance; however, we were unable to reach the patient to obtain additional information regarding the specific treatment provided. There was no confirmed treatment provided. There were no other symptoms reported. No other details were documented. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.